Manufacturer narrative:
Per response from customer, this allegation reflects a non-philips cabinet used for storage and no fault of the AED. Pr 2933519 was closed as a non-complaint.

Event description:
It has been reported that the device speakers are not functioning properly.